Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device and/or suture failed during an anterior repair and sacrospinous fixation procedure. The bullet was lost,feared in patient, but was found in capio applicator. The patient's condition was reported as unknown.